Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.

Event description:
Different results with 2 protime instruments vs unspecified lab system on samples drawn from both pt hands: hand #1: the 9.9 inr with 1st protime instrument vs 4.4 inr with 2nd protime instrument vs 2.6 with unspecified lab system. Hand #2: the 2.2 inr with 1st protime instrument vs 8.4 inr with 2nd protime instrument vs 2.6 with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.